Event description:
It has been reported to philips that during cine exposure, imaging would freeze and go blank. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that during the cine image went blank. Upon functional testing, the fse identified that while changing the detector format the floro image is getting paused. The fse double-tapped the fluor and then the machine started working in good condition. The fse identified that the wired footswitch press was not working properly. To resolve the issue fse replaced the wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.